Manufacturer narrative:
(B)(6).

Event description:
It was reported that t1 and t2 were simultaneously deployed. Procedure was completed with a backup device. No significant delay or patient injury reported.

Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device received. The complaint stated: "t1 and t2 were simultaneously deployed." T1, t2 and suture were not returned. The delivery needle is visibly bowed and bent. It is bent toward the left and upward. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Functional test was not successful. The device no longer cycled or actuated due to the needle disfigurement.